Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer 5.2 was failed. A field service engineer powered down the system and inspected the bus cable, removed the rear cover, inspected, and reseated all connections, then ran the diagnostics and restarted the system to the application. The customer subsequently tested the system. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, multiple drawer failures occurred. The customer reported a failure involving drawer 5.2. An error message indicating "failed hardware" was displayed, and rss review confirmed a hardware failure with the message "failure to access/secure hardware. Failure code: failedtoopen." The customer attempted to reboot the station and perform storage space recovery; however, the issue persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.